Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the device was not returned but was evaluated on site by an olympus field service engineer, and there was a power issue found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The olympus project manager reported (on behalf of the customer) that the visera elite video system center would intermittently lose the image completely, and sometimes would only work with certain camera heads. The issue was found during the therapeutic procedure, there was an unspecified delay, and the patient was under anesthesia at the time. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device is expected to be evaluated on site by an olympus field service engineer, and these results are pending. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the olympus fse on site evaluation: the device was evaluated on site by an olympus field service engineer, and there was a power issue found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.